Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015 and discovered that the rf preamp (radio frequency preamplifier) was too noisy on the rf channel. The fse replaced the rf preamp and adjusted the volume and conductivity mean channels resolving the reported issue. (B)(4).

Event description:
The customer reported recovering high %cv (coefficient of variation) for latron conductivity on differential (diff) and retics while running latron controls on a coulter lh 780 hematology analyzer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.